Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and was able to replicate the issue. The mobile view station (mvs) interface cable was replaced, after which the system checkout was successfully performed with system passing all tests. System is performing as intended. A medtronic investigation of the returned suspect mobile view station (mvs) interface cable found it to have the lemo connector bent out of round with a crack on the connector housing. The outer insulation is exhibiting excessive yellowing and it passed conductivity testing. However, the bent lemo connector prevents 100t/gbit testing and system testing. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report the they were having difficulty connecting the umbilical cord to the image acquisition system (ias) and was not sure if the cord itself was damaged or if the connector on the image acquisition system (ias) was damaged. There was no patient present when this issue was identified.